Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the procedure was to treat a tortuous and heavily calcified lesion in the coronary artery. Two shockwave c2+ coronary intravascular lithotripsy (ivl) catheters were used during the procedure. Following ivl treatment, it was reported that a dissection occurred when a hi-torque wiggle guide wire perforated the artery wall at the distal end. No post-dilatation was performed at the dissection site and the dissection was not definitively treated on-site. The patient was transferred to another facility with no further intervention documented. No additional information was provided.